Event description:
The customer reported that there was no image on the left monitor.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep repaired and replaced the high voltage cable assembly. He verified proper system operation. The system operates as intended.